Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not admitted to the hospital for the peritonitis event. The cause of peritonitis was unknown. On the same day as the onset, the patient was treated with injection tazar (4.5g, bd, route not reported) and injection vancomycin (500mg stat) for peritonitis. At the time of this report, antibiotic treatment was ongoing. The outcome of the peritonitis event was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Seventeen days after the onset, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.